Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to detect the attached ECG leads. Complainant indicated that the clinician switched to pads device to continue treating the pt. Complainant indicated that the pt was expired.